Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was broken during the user¿s work activities, rendering the device unusable and prompting a switch to backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included interruption of therapy and reliance on alternate diabetes management. Investigation included review of usage history available to the user, replacement logistics, and return for evaluation. Investigation of this device revealed physical damage to the display component consistent with external impact and not indicative of an internal device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.